Event description:
Pt has iabp, fiberoptics with weak signal and no waveform. Iabp changed to transducer mode. Helpline called and assistance provided by oncall tech. Return box to be sent for equipment.